Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding the instrument stopped working was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument stopped working un the middle of the surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage to the conductor wire observed. No material missing or detached from the portion of the instrument that enters the patient's body. No allegation of unclamping failure while the instrument gripping tissue. No issues related to non-intuitive or uncontrolled motion.